Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately twelve years post filter deployment, CT revealed bard filter was found below the renal veins and the filter was tilted to the posteriorly and its proximal cone was near the ivc wall with the legs of the filter penetrating through the ivc wall into the precaval/mesenteric fat. One of the legs had penetrated into the anterior periosteum of a lumbar vertebra with some adjacent chronic reactive changes indicating possible leg embedment. There are only 2 filter arms were identified and there should be 6 arms. Approximately one year later, patient presented for filter retrieval. The filter was retrieved successfully using snare and sheath. Unsuccessful attempts were made to snare the linear densities present in the right lung, right upper lobe and right lower lobe. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and perforation of the ivc. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated and its struts perforated into the organs. The device was removed percutaneously. It was further reported that the two detached wires in one lung and a third wire in the other lung and unknown location of the fourth piece. The current status of the patient is unknown.